Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) screen would not turn on. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the field service representative (fsr) , the central control monitor (ccm) was blank upon powering up. The fsr tried using a power source from opposite network interface card (nic) board with the same result. The fsr replaced the ccm with a loaner ccm, which solved the problem. The unit operated to manufacturer specifications and was returned to clinical use. The suspect ccm was returned to the manufacturer for further evaluation.